Event description:
It was reported that left hip revision surgery was performed due to metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis. During the revision the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The revision operative report for the left hip indicated synovial inflammation and serous fluid was encountered; it did not appear purulent. This was sent for cultures and gram stain, however, no supporting lab results were provided. Serum and plasma cobalt and chromium levels were only mildly elevated. The reported elevated metal ions, inflammatory tissue and serous fluid are consistent with metallosis; however, without the supporting pathology results, imaging, and/or analysis of the explanted components, the root cause of the hip pain, elevated metal ions, or intraoperative findings cannot be concluded or if these findings are associated with a mal-performance of the implant. However, unable to rule out the mva occurring approximately 4 months post implantation nor the horse kick in the buttocks 5 years pre-revision as contributory factors to the patient¿s symptoms. It was noted that use of a competitor¿s (biomet) dual mobility liner was implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers¿. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.